Manufacturer narrative:
Initial reporter city:(B)(6). The device was returned for analysis. Visual inspection of the returned device revealed the imaging window partially detached near the lapjoint section. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance test was performed and the testing showed an electrical good unit wave form. Image test could not be performed due to the condition in which the device returned. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 24feb2022. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified atrioventricular branch. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but when the device was used, the screen became dark and nothing was displayed. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed imaging window detachment at the lapjoint.